Event description:
A) phlebotomist, partially engaged shield.b) md, delay to engage shield (needed 2nd hand)c) phleb, stuck while engaging shieldd) nurse, engaging shielde) nurse, delay to engage shield (needed 2 hands)f) phleb, delay to engage shield (2nd hand) g) nurse, engaging shieldh) phleb, engaging shieldi) phleb, engaging shieldj) phleb, partially engaged shieldk) phleb, difficult to engage shieldl) phleb, difficult to engage shieldm) phleb, difficult to engage shieldn) nurse, difficult to engage shieldo) nurse, partially engaged shield